Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011034, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011034 was manufactured according to the work instruction (wi) version 82 and manufactured in the line m12 on 11-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing of the lot 5a01035 manufactured in the machine 04, 08, on 06-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a01036 manufactured in the machine 04, 08, on 07-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m00061 manufactured in the machine 04, 08, on 08-dec-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m02678 manufactured in the machine 04, 08, on 18-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 259 mg/dl at the time of event and the patient was treated with an injection. No further information available.